Manufacturer narrative:
Device evaluated by MFR.: a carotid device was returned for analysis. A visual and tactile examination identified no issues with the catheter or delivery system that could potentially have contributed to the complaint incident. The device was received with the stent deployed from the delivery system. No issues with the deployed stent.

Event description:
It was reported that device was explanted. The 75% stenosed target lesion was located in the moderately tortuous and non-calcified carotid artery. A 10.0-31 carotid wallstent was deployed for treatment. However, when the delivery sheath was attempted to be retrieved, the deployed stent was pulled out within the guide catheter. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Event description:
It was reported that device was explanted. The 75% stenosed target lesion was located in the moderately tortuous and non-calcified carotid artery. A 10.0-31 carotid wallstent was deployed for treatment. However, when the delivery catheter was attempted to be retrieved, the deployed stent was pulled out within the guide catheter. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.